Manufacturer narrative:
Ous MDR - the analysis found that the insulation of the setrox s 53 was damaged by fraying. The linox sd 65/16 showed damage to the insulation by squashing. The observed damage manifestations require excessive mechanical loads on the lead over a longer period of time. The position and characteristics of the fraying at the setrox s 53 lead to the assumption of excessive friction of the lead at the ICD housing. The position and characteristics of the fraying at the linox sd 65/16 lead to the assumption of excessive mechanical stress of the lead due to the "subclavian crush syndrome". There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 32 months, oversensing episodes were reported for both leads. No deterioration of the pt's state of health was reported. The two leads were explanted. Linox sd 65/16, (B)(4), MDR 1028232-2010-01207.